Manufacturer narrative:
B3 date of event: article publish date used as no event date was provided d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature, proceedings from conference abstract, that cerebral infarctions occurred. A study was conducted to evaluate the causes and predictors for the occurrence of cerebral infarction following pulse field ablation (pfa) procedures for atrial fibrillation. Forty three (43) patients were enrolled in the study. Twenty seven (27) patients underwent pfa via a farawave catheter and sixteen patients (16) underwent pfa using a non boston scientific pfa catheter. One (1) day post procedure magnetic resonance imaging was performed on each patient to evaluate for cerebral infarction. Of the patients treated using a farawave catheter cerebral infarction was identified in seven (7). No further information on status of the patients is available.